Event description:
Per complaint (B)(4), a dentist attempted to seat a cover screw during a dental implant procedure, but it would not go down. It was thought that the bone was in the way, so the cover screw was removed to cut the bone. When the implant was removed, the doctor noticed that the cover screw was hanging over the implant platform. It was believed that the wrong cover screw was packaged.